Event description:
Clinical study. It was reported that 48 days after a coronary drug eluting stenting treatment procedure, the pt had a myocardial infarction (mi). The index procedure treated a 3.0x17mm, moderately calcified, moderately tortuous, and 100% restenotic lesion in the proximal left anterior descending artery (prox lad) with pre-dilatation and successful placement of a taxus liberte' 3.0x20mm drug eluting stent, reducing the stenosis to 0%. The pre-procedure lesion had thrombus present. The post-procedure lesion did not have any thrombus present. There were no reported complications. The pt was discharged 7 days later on aspirin and plavix. Forty-eight days after the implant procedure the pt had a q-wave mi which was resolved by medical therapy only. The pt was taking aspirin and plavix at the time of this event. In the opinion of the physician the relationship of the mi to the taxus liberte stent was possibly. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.